Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On the night of (B)(6) 2025, the patient reported experiencing a hypoglycemic coma and was transported to the emergency room. She attributed the event to excessive insulin delivery from her omnipod pump in a modified closed-loop mode, which she alleged was triggered by a failed dexcom sensor. The patient was unable to recall the exact duration between removing the failed sensor and the onset of excessive insulin delivery. Approximately six hours after removing the sensor, the patient was asleep beside her husband when he was awakened by an unspecified alert from the omnipod pump. At that time, the pump was operating in a modified closed-loop mode due to the absence of an active sensor session. It was not confirmed whether the failed sensor had been replaced or if the patient was monitoring her blood glucose manually during this period. Her husband found her unconscious and unable to be awakened. He carried her to the car and drove her to the emergency room. No medications were administered at home, and no blood glucose measurement was taken prior to arrival. Upon arrival at the ER, the patient¿s blood glucose was checked, but she was unable to recall the readings due to unconsciousness. She remembered receiving IV fluids but reported no other medications were administered. The patient was discharged the same day and was feeling fine at the time of reporting. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.